Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, staying within a normal range. The customer reset the pump before contacting technical support and, after receiving pump reset information, continued using the pump without further issues.